Event description:
A health care professional reported that after surgery the patient had experienced ghosting and a loss of 1 line of acuity. Lens was implanted in 2020/2021. Va (visual acuity) had been 6/6 from implantation until recently. Patient now 6/9 with low myopic astigmatism. Patient had a history of dry eye and decompensating phorias, recommended the optometrist check for dry eye and pco (posterior capsular opacification), as these are the most likely and most easily detectable and treatable issues that could impact bcva (best-corrected visual acuity) and dysphotopsias. Also, they have noted that one iol (intraocular lens) looked slightly decentered with respect to the pupil and informed that they are happy to recall patient and check. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).